Event description:
It was reported that the user experienced prolonged hyperglycemia and administered multiple daily injection insulin while remaining connected to the ilet, after which the user developed hypoglycemia consistent with insulin stacking risk and received education to disconnect the pump when delivering any external insulin. Symptoms included hypoglycemia with a nadir of 40 mg/dl requiring treatment. Outcomes included urgent low glucose that was treated with oral glucose. Investigation included troubleshooting and user education. Investigation of this case revealed user technique error related to concurrent use of external insulin while connected to the ilet, which is consistent with known risk of hypoglycemia from insulin stacking. It was concluded, based on previously established findings for similar reports, that user error was the cause.